Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the surgeon observed signs of bio-adhesion on the iol material. This was identified using a slit lamp examination. It was implanted in 2020. This iol has not yet been operated on; it was visible in the photo and has a more orange color. The patient was currently refusing a second intervention, but the visual acuity at distance has dropped to 0.6. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned or identified. A clinical review was conducted of the provided photo. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. A root cause could not be determined for the reported " bioadhesion of the iol material". The product was not returned. A root cause cannot be determined without physical evaluation of the sample. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The manufacturer internal reference number is: (B)(4).